Event description:
It was reported that prior to an unknown procedure, the anvil could not be attached with the device. The locking spring was bent. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.